Manufacturer narrative:
Failure analysis noted that the pump had no button response due to moisture damage on the electronic assembly. There was moisture damage found on the motor assembly. The pump had missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 11 mmol/l at the time of incident. The customer's mother stated that the pump was dropped in water and had moisture damage. She stated that the buttons were not working. She was advised to disconnect from the insulin pump and revert to back-up plan. She was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.